Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, multiple, intermittent occlusion alarms occurred. Reportedly, the customer's blood glucose (bg) level was elevated when the occlusion alarms occurred. Bg value not provided. Multiple supply changes were performed to address the occlusions. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.